Manufacturer narrative:
Image review in the first and second images the balloon chamber is in a post-inflation profile and terminates in a radial/circumferential tear. The catheter¿s balloon chamber inner guidewire lumen, radiopaque marker bands, distal balloon bond, and distal tip are not in the image. Per the initial reported event description, the internal part of the balloon was removed along with the introducer as it was stuck in it. In the third and fourth images the inner guidewire lumen is observed to be protruding from the hemostatic valve of the introducer sheath. Part of the balloon catheter appears to be bunched up within the introducer sheath just distal of the hemostatic valve. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the balloon was removed with introducer as it was stuck in it. The shaft/globe are separated from the internal part. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use an admiral xtreme pta balloon along with a non-medtronic 6fr sheath and 0.035" nitrex guide wire during procedure to treat a little calcified lesion in the right mid superficial femoral artery (sfa) with 40% stenosis. The vessel was moderately tortuous. The vessel diameter and lesion length are 6mm and 200mm respectively. A non-medtronic inflation device was used for balloon inflation. There was no damage noted to packaging. There was no issue noted when removing device from the hoop/tray. The device was prepped per IFU with no issues identified. Balloon inflation difficulties was observed during balloon inflation at 12 bar. There was no partial inflation and no leaks were noted. It was reported that when the physician tried to inflate the balloon, there was leak noted in the screen. The balloon never got inflated. The leak was noted on the catheter shaft with inflation fluid leak seen under fluoroscopy. The device did not pass through a previously-deployed stent. There was no resistance encountered when advancing the device. Excessive force was used during device withdrawal but it was reported that it was not related to vessel tortuosity. The device was not safely removed from the patient. The procedure was completed. No vessel damage was noted. There was no patient injury reported.